Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint of inadequate clamping issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, delivered energy successfully and passed the grip management test. The instrument was fully functional. No problem detected for the customer reported complaint. Additional observation that was not reported by the customer: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This type of failure ris most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had an inadequate clamping issue. The procedure was completed with no reported injury.